Event description:
A report was rec'd that a pt's incision at the pocket site was opening up. The physician cleaned out the pocket and closed the wound. The pt was administered IV antibiotics and is reportedly doing well.